Event description:
Healthcare professional reported, a left side device rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, underweight, red particles in the surface of the shell and broken shell. A microscopic analysis was performed, which identify sharp edge with non-penetrating nicks assessed, as surgical impact opening . A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken with non-penetrating nicks, due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side device rupture. Device has been explanted.